Manufacturer narrative:
Results: the pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced an increase in lower extremity tone and deformity. The hcp suspected a tear or hole in the catheter. The pump and catheter were replaced. The hcp reported the pt outcome as "no injury". The device system was used to administer lioresal 2000 mcg/ml. A follow-up report will be submitted if add'l info becomes available.